Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high threshold on the right atrial (ra) lead. It was also noted that the device feature designed to withhold ventricular tachyarrhythmia detection when there is sensed 1:1 atrial to ventricular conduction of rhythms that exhibit a gradual increase in rate into the detection zone inappropriately withheld therapy for ventricular tachycardia (vt) after classifying it as supra ventricular tachycardia (svt). The lead and cardiac resynchronization therapy defibrillator (crt-d) remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: e1; e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high threshold on the right atrial (ra) lead. It was also noted that the device feature designed to withhold ventricular tachyarrhythmia detection when there is sensed 1:1 atrial to ventricular conduction of rhythms that exhibit a gradual increase in rate into the detection zone inappropriately withheld therapy for ventricular tachycardia (vt) after classifying it as supra ventricular tachycardia (svt). The lead and cardiac resynchronization therapy defibrillator (crt-d) remain in use. No further patient complications have been reported as a result of this event. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) feature designed to withhold ventricular tachyarrhythmia detection when there is sensed 1:1 atrial to ventricular conduction of rhythms that exhibit a gradual increase in rate into the detection zone was programmed off.

Manufacturer narrative:
Correction: h6 (fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.